Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp implant, the pump ¿has a loop in the aorta¿ during implantation. The physician pulled the pump back, but the issue was not resolved. Therefore, a new pump was placed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. The cause of the positioning issue most likely was use related due to improper technique.